Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the sleeves twisted during a cataract procedure. According to the surgeon, this resulted in anterior chamber collapse which required enlargement of the incision to avoid pressure change in the anterior chamber. The procedure was completed with no impact on the patient.

Manufacturer narrative:
Additional information provided. This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. A sample was not received to date for this complaint report; visual inspection or functional testing could not be conducted. From the information obtained it is unclear if improper application of the infusion sleeve on the handpiece tip led to this customer's experience or if there was an error with the infusion sleeve. However, without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from a company representative. The company representative indicated that after analysis and discussion with the ophthalmic surgeon, the surgeon agrees that these are not concerns related to the equipment, but rather to operative technique and in particular to the surgeons incisions.